Manufacturer narrative:
Per the device¿s instructions for use difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissures, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In this case patient and procedural factors [bicuspid aortic valve with bulky calcification; less than optimal coaxial alignment of the delivery system and valve] appear to have contributed to the crossing difficulty. There is no evidence that suggests the delivery system malfunctioned. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. Additional potential risks associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories include valve deployment in unintended location. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, proper guidewire positioning, careful manipulation of devices, procedure-specific training manuals and proctored procedures. Per the IFU, ¿advance the delivery system until the thv exits the sheath. Retract the loader to the proximal end of the delivery system. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s).¿ there may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, the crossing difficulties and device placed in incorrect location is unknown as information has not been forthcoming and the devices were unable to be returned for evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through our affiliates in france, at the implant of a 23 mm sapien 3 valve by tf approach in aortic position, it was not possible to cross the native stenotic valve and the valve had to be deployed in the aorta. A second valve was implanted but there was a ¿leak¿ which needed a viv with a third sapien 3 valve for good result. Patient is doing well and valve has no leak.